Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial #: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 400 mcg/ml; 50 mcg/day via an implantable pump. Indication for use was non-malignant pain and post laminectomy pain. The date of the event was (B)(6) 2019. It was reported the patient had developed a granuloma at the catheter tip site. Diagnostics included magnetic resonance imaging which indicated the granuloma. There were no known environmental/external/patient factors. The catheter was replaced on (B)(6) 2019. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified a break in the catheter from the distal end. The cross section of the catheter was elliptical near the break, which is consistent with it being compressed. Eval code-method no longer applies. Eval code-result no longer applies. If information is provided in the future, a supplemental report will be issued.